Event description:
It was reported that 2 days after a drug eluting stenting treatment procedure, an occluded stent occurred. The physician predilated a proximal circumflex (cx) lesion with a 2.5 mm x 11 mm maestro balloon. He then deployed a taxus express2 8.8% 3.0 mm x 16 mm stent at 16 atms in the proximal cx. The stent was well positioned and apposed. A second taxus express2 8.8% stent (3.0 mm x 12 mm) was placed in the proximal left anterior descending (lad) and post dilated with 4.0 mm x 10 mm extensor balloon to 16 atms. A good result was obtained. Post procedure ivus was not performed and the pt was discharged. Two days later, the pt was readmitted with severe chest pain. An angiogram revealed a blocked ostial circumflex. The circumflex was reopened with a maestro 3.5 mm x 14 mm balloon revealing distal embolization. Further intervention was felt to compromise the lad. The pt was then referred to surgery. No additional info is available at this time.